Event description:
Boston scientific received information that high shock impedance measurements were noted the right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.